Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 40 mg/dl and approximately two and a half hours below target, and synced data showed no insulin delivery for the prior three hours. Symptoms included no reported acute clinical effects. Outcomes included self-management with oral carbohydrates and no medical intervention or assistance. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear, and no product failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.